Event description:
It was reported that prior to an unknown procedure, the blade stopped working. Changed handpiece but still wouldn't work. The generator was used all morning with blades of same batch, with no problems. Test carried out - solid tone heard. There was no reported consequence and 1 device is returning.